Manufacturer narrative:
Check of the DHR of the lot # of trial stem involved (2014aa472) did not show any pre-existing anomaly. A total of(B)(4) pieces were manufactured with this lot #, without receiving other complaints on this lot #. We received the trial stem involved. By a visual analysis, one of the 2 pins which ensure the connection with the guide for conical reamer has slightly shifted (failure of the pin welding on the body of the trial stem). This prevented a correct intra-op coupling between trial stem and guide for conical reamer. We were able to further shift the pin by applying a manual load on it, confirming the failure of the pin welding. This lot # of trial stem is on the market since november 2014, and this intra-op issue occurred in (B)(6) 2016. The failure of the pin welding surely happened after a certain number of uses of the trial stem; we cannot go back to the exact number of uses of this specific piece. By our pms data, a total of (B)(4) similar intra-op issues were reported to us on this family of smr trial stems (model # 9013.02.xx1), on a total of (B)(4) trial stems belonging to this family which are on the market (occurrence rate: (B)(4)). No corrective actions planned. Limacorporate will keep monitored the market.

Event description:
During surgery, it was not possible to connect the smr trial stem (model # 9013.02.191) to the guide for conical reamer (model # 9013.52.116). The issue appeared to be on the trial stem, as one of its pins had shifted preventing a correct coupling. Surgeon used another trial stem of the same size that was available. Surgery was completed successfully without delay and without consequences for patient. The event occurred in the us on (B)(6) 2016.